Event description:
It was reported that the interior of the catheter collapsed on the balloon and was not able to drain. The balloon had to be deflated to get the drainage going. The patient had also experienced several bladder infections and stated a full bladder could cause hyperreflexia, which was when the blood pressure could go up uncontrollably in a quadriplegic patient. It was unknown what treatment was provided for the infection. Per sample evaluation notification from the investigator via email on 15dec2020,the catheter was found to be non concentric (70:30) upon inflating. Per follow up via email on 07feb21, the balloon was filled with approximately 5 cc or less of sterile water provided in the catheter change kit as research had shown this helps prevent bladder damage. Doctor had prescribed bactrim for bladder infections. It was also stated that this was a serious problem not only happening to customer' son but also with other people, as reported to craig hospital's urology department. This hospital specializes in spinal cord injuries and all aspects of care resulting from a spinal cord injury. Also stated that their son had been using them since an injury in 1990 and this was their first experience with catheter failures.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential failure mode could be "balloon collapses". A potential root cause for this failure could be due to "inflation / drainage lumen wall perforated". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient" corrections: f. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the interior of the catheter collapsed on the balloon and was not able to drain. The balloon had to be deflated to get the drainage going. The patient had also experienced several bladder infections and stated a full bladder could cause hyperreflexia, which was when the blood pressure could go up uncontrollably in a quadriplegic patient. It was unknown what treatment was provided for the infection. Per sample evaluation notification from the investigator via email on (B)(6) 2020,the catheter was found to be non concentric (70:30) upon inflating. Per follow up via email on (B)(6) 2021, the balloon was filled with approximately 5 cc or less of sterile water provided in the catheter change kit as research had shown this helps prevent bladder damage. Doctor had prescribed bactrim for bladder infections. It was also stated that this was a serious problem not only happening to customer' son but also with other people, as reported to craig hospital's urology department. This hospital specializes in spinal cord injuries and all aspects of care resulting from a spinal cord injury. Also stated that their son had been using them since an injury in 1990 and this was their first experience with catheter failures.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the interior of the catheter collapsed on the balloon and was not able to drain. The balloon had to be deflated to get the drainage going. The patient had also experienced several bladder infections and stated a full bladder could cause hyperreflexia, which was when the blood pressure could go up uncontrollably in a quadriplegic patient. It was unknown what treatment was provided for the infection. Per sample evaluation notification from the investigator via email on 15dec2020,the catheter was found to be non concentric (70:30) upon inflating. Per follow up via email on 07feb2021, the balloon was filled with approximately 5 cc or less of sterile water provided in the catheter change kit as research had shown this helps prevent bladder damage. Doctor had prescribed bactrim for bladder infections. It was also stated that this was a serious problem not only happening to customer' son but also with other people, as reported to (B)(6) hospital's urology department. This hospital specializes in spinal cord injuries and all aspects of care resulting from a spinal cord injury. Also stated that their son had been using them since an injury in 1990 and this was their first experience with catheter failures.